Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17653. It was reported that the patient's leads had migrated. It was confirmed via x-ray. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken at 21.80cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.